Event description:
This report is being based on info obtained from a peak evaluation feedback form that was not presented to the quality / regulatory department until (B)(6) 2012. During an adenoidectomy, the adenoid tip broke / dislodged causing a burn. There were no issues and the pt did fine.

Manufacturer narrative:
This MDR is being based on info obtained from a peak eval feedback form that was not presented to the quality/regulatory dept until (B)(4) 2012. During an adenoidectomy, the adenoid tip broke / dislodged causing a burn. There were no issues and the pt did fine. The device was not returned for eval. The lot number was not provided so a review of the lot history record could not be performed. End of report.